Event description:
The customer reported that the system would exhibit anode and cathode arcing. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative cleaned and regreased the anode and the cathode cables. The system was tested and found to be working as intended and put back in service.